Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: the patient sustained injury and damages associated with their use of defective product, bard e/x composix mesh. The patient suffered damages. Specifically, as a result of having the composix e/x mesh patch implanted in the patient, the patient suffered disabling pain and required surgical intervention.